Event description:
It was reported that the ventilator would not go into standby mode even when disconnected from the circuit. The ventilator was being used on a patient at the time of the reported event; however, no patient harm was reported. The customer troubleshot with remote technical support and found the flow sensor had drifted out of specification. The customer replaced the flow sensor. The unit was checked overall, cleaned, functionally tested, and no abnormality was confirmed.